Event description:
For the about the last 3 months, I keep feeling like my nose was burning, would wake up with a headache and both nostrils stopped up. Few times, I pulled it off in the middle of the night because I felt like I couldn't breath and my nose was burning badly. Was feeling a shortness of breath during the day, so I would use my inhaler. I kept feeling a feeling of shortness or something. Now that I stopped wearing it since I heard of the recall, I haven't had any of the symptoms anymore. Philips dreamstation sleep apnea.